Event description:
It was reported that the customer was hospitalized for hbgs. It was indicated that a bent cannula was the cause and the md did not see the bent cannula. In addition, the time was incorrect. The customer was educated on programming the correct time and setting the basal rates.